Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation, however, during the first inflation at 8 atmospheres for 2 seconds, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. There were no patient injury reported and the patient condition was good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation, however, during the first inflation at 8 atmospheres for 2 seconds, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. There were no patient injury reported and the patient condition was good.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed buckling to the guidewire lumen 3mm from the tip and is approximately 28mm long. Microscopic examination revealed a longitudinal tear in the balloon 16mm from the tip and is approximately 6mm long. There is damage to the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.